Event description:
It was reported that the patient complains of discomfort upon interrogation and with magnet application. The device remains in use. No patient complications have been reported as a result of this event. It was further reported that the device has been explanted. The right ventricular lead had intermittent capture and was noted to be dislodged. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.